Event description:
New information notes patient's condition was fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The system was explanted. No other patient symptoms were reported.